Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this lead remains in service.